Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance and capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.